Event description:
It was reported that the device overheated and was leaking a oily liquid during a case at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d4, gtin follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated and was leaking a oily liquid during a case at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.